Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00520606_1644408-2025-01906; 508-32-103, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Pt presented with some impingement, dr. Increased the size of glenospheres and poly to prevent this. Happy with the outcome of the head/liner exchange. Female.